Manufacturer narrative:
(B)(4). This complaint check heater line alarm was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause was undetermined. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be sent.

Event description:
The customer contacted baxter's technical service center regarding a check heater line alarm, which occurred on the homechoice (hc) during use during fill. The baxter technical service representative (tsr) had the home patient (hp) rebreak frangible on the heater bag. The hp stated he had air in the patient line. The tsr advised the hp would need to end the therapy and start over with new supplies. On (B)(6) 2010, product surveillance contacted the hp regarding the alarm and the air in the patient line. The patient stated that he discarded the supplies and does not recall the lot information. The patient indicated that it was a mistake on his part regarding the air in the line. He stated that it was late and he may have missed a step in the set up process. He stated that the supplies were fine and he was able to continue therapy with new supplies. No medical intervention or patient injury was associated with this report.